Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident it was determined that the windows system was corrupt. A field service engineer fse identified that the device was stuck during peripheral initialization and successfully reimaged the pas device to version 1.8. The customer tested the device and confirmed it was functioning without issues. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and stuck on blue restart screen. Remote support service shown offline. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.